Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. A steerable guide catheter (sgc) was advanced to the left atrium, but, while inserting the dilator, a loss of fluid column occurred. Aspiration was performed and the sgc was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.